Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon could not open the vessel sealer extend (vse) instrument jaws or move the vse instrument around on universal surgical manipulator (usm4). The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse could not find any errors in the logs. However, the tse found rec-19 errors on the previous day but unable to determine if the errors were related to the issue. The customer had to pull the tissue out of the instrument jaws because the manual release was not working. The issue occurred four to five times per procedure, but it worked the other times. The tse advised the customer to use another surgeon side console (ssc) if the issue was related to the master tool manipulator (mtm) grip calibration. The procedure was completed as planned with no reported injury. Isi followed up with the robotic coordinator and obtained the following additional information: the issue was resolved after isi field service engineer (fse) recalibrated the ssc.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse test drove the system and found no errors with the vessel sealer extend (vse). Fse ran the preventive maintenance grip verification and the right failed. Fse recalibrated and test drove the system again with no errors, confirming system ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse made software settings and modifications to resolve the issue. The cause is likely due to a calibration issue.